Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable charged the pump battery slower than expected. There was no reported impact to customer's blood glucose level. Replacement cable and adapter was sent to the customer.